Event description:
New information received notes that the patient's leadless pacemaker (lp) was explanted and replaced. There were no patient consequences.

Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited premature battery depletion resulting in early elective replacement indicator (eri). No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Final analysis found that longevity calculation determined the battery depletion was premature. Further analysis performed on the hybrid indicated a metal migration anomaly causing a short circuit, which resulted in premature battery depletion of the device. No further findings were noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.